Manufacturer narrative:
This report is being filed under exemption e2012070 by the manufacturer arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). An investigation was carried out into this complaint. Based on the information gathered it appears most likely that during the patient's transfer using tenor lift and loop sling one of the sling's loop detached from the spreader bar. No injuries to resident were reported. When reviewing similar reportable events, we have found a number of cases with similar fault description (loop "detachment"). The trend observed for reportable complaints with this failure mode is currently considered to be low and stable. The tenor lift and the sling loop were inspected and no malfunctions were found that could have caused or contributed to the event. It can be established that the sling and the lift, which work together as a system, were found to have been up to specification, when the event took a place and were being used for patient handling, but it appears it contributed to the event due to a use error. A drill down analysis was conducted into this event. From the sequence of events as indicated to us via interview of the user, the customer could not recollect which strap or loop was involved. From the event description documented in complaint file it was determined "that the facility technician that lifted the patient had not placed the sling loop fully within the hanger, which caused it to detach." This means the following scenario can be considered: 1) the loop was forgotten to be put in place, or was put in place but has become wiggled off somehow by adjusting the clothing or bed linen, or simply by the patient being unruly before the sling was loaded with the weight of the patient. In such a case there can be two resulting sequences of events: a) the shoulder loop was not in place. When this is the case the issue is very visible when lifting up the patient. The patient will list with their head backwards and to one corner. If this is not noticed and the patient is lifted high enough they can fall out of without anything else happening. Alternatively, if the patient is not lifted that high but still being partially supported - yet the lift is pulled away as the caregivers are in a hurry, the support will suddenly disappear and the patient will slip out of the sling to drop and hit the lift legs and/or the floor. B) the leg loop was not in place. When this is the case the issue is less clearly visible when lifting the patient. What we can conclude is that the issue is not related to a defect in product or design, but likely related to the use error of the caregiver not following the IFU. The tenor passive lift instruction for use (IFU) mentions the following task to be performed when lifting a person in the sling: "always check that all sling attachment loops are completely underneath and away from the safety latch on the hanger bar, before and during the commencement of the lifting cycle, in tension as the resident's weight is gradually taken up." Following information received it appears most likely that sling loop was improperly attached when the patient was being lifted as the caregiver did not notice the inadequate attachment during transfer, which constitutes an user error. Please note that the customer was visited and interviewed by a local arjohuntleigh representative. Arjohuntleigh suggests to remind the staff involved of the device labelling, with special attention to correct lifting procedure and proper inspection of sling before transfer. The device labelling and conditions for use clearly state that the users are to be trained as per IFU before using the device. This is to be communicated to the customer. We find this complaint to be reportable to the competent authorities.

Manufacturer narrative:
This report is being filed under exemption e2012070 by the manufacturer arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided following the conclusion of the investigation.

Event description:
On 20 december 2016 arjohuntleigh received information that tenor lift was involved in incident. Following the additional information received it was reported that during the start of resident's transfer with tenor lift and sling, one of the sling loop detached from hanger bar. No injury to resident was reported. Facility evaluated all facts and determined that the facility technician that lifted the patient had not placed the sling loop fully within the hanger, which caused it to detach. Device had been put back into active service. Sling was not quarantined, but was described as being the largest available bariatric sling for use.